Event description:
It was further noted that during the index, the angiogram showed 90% stent jailed in the 2nd obtuse marginal. The event of stent thrombosis also occurred post procedure.

Event description:
It was further reported that the patient presented to the emergency room in cardiac arrest and was without pulse for over 25 minutes. In the field the patient was intubated, given epinephrine, atropine and sodium bicarbonate and defibrillated once. The intubation procedure was repeated in the emergency room. A central line was placed and calcium gluconate, epinephrine and sodium bicarbonate were administered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. The target lesion being treated was located in the 1st obtuse marginal. The totally occluded lesion was 2.75mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.75x16mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. At 4 days post index procedure, it was noted that the patient experienced myocardial infarction and expired.